Event description:
It was reported that "when aspirated heparin for a dialysis start, it became clear that there was a pinhole where the extension tube part of the catheter clamped."

Manufacturer narrative:
The device involved in the complaint was not returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Without evaluating the device involved in the complaint we are unable to determine the cause or factors which may have contributed to this event.